Event description:
The healthcare provider confirmed that the cause of the event was that the patient was in the ccu and had cardioversion done three times. No surgical intervention was needed. The device was reprogrammed on (B)(6) 2013 which restored function. The patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v075603, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to adjust her stimulation. The patient saw a 'call your doctor' icon along with a power on reset (por) condition. The patient saw the por warning screen and intended to see her health care provider (hcp) to have the screen cleared. Additional information was requested, but was not available as of the date of this report.